Event description:
It was reported to philips that the touchscreen had an issue. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The part was returned to failure investigation. The touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
The customer accepted the quote and the philips field service engineer (fse) followed through with the evaluation. Immediately after replacing the front bezel per fco instructions and before performing the electrical safety test, the screen image would turn on, but the touchscreen would not allow selections. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.